Manufacturer narrative:
Additional information: section a-3b patient gender: female section a-4 patient weight: unknown/asked information was not provided. Section a-5 patient ethnicity: unknown/asked information was not provided. Section a-6 patient race: unknown/asked information was not provided. Section b-3 date of event: unknown/asked information was not provided. The best estimate is about a year ago. Section d-6b date explanted: not applicable as the iol remains implanted; therefore, not explanted. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The dcb00 model intraocular lens (iol) was implanted in the patient¿s ocular sinister (left eye). Post-operatively, patient is reporting blurry vision, like a fog, and black dots, which are affecting her ability to drive and viewing far away, as well as causing difficulty with reading. Her vision has been great up to about a year ago. Patient's primary doctor instructed her to book an appointment to have a one (01) minute laser procedure to "clean things up." No further information is available.